Event description:
Additional information received indicated that the patient needed a revision. The battery voltage of the patient's implantable neuro stimulator (ins) was reported to be at 3.02 volts and all electrode impedances were in the 500 to 700 ohms range. It was also noted that the ins had been off "for a while". If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient fell in (B)(6) 2011 and that the lead wire moved. He was able to get coverage by increasing the stimulation even though the stimulation had moved lower. The patient was scheduled to see his physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-75, lot# v160860028, implanted: (B)(6) 2009. Product type: lead, product ID: 3778-75, lot# v160860027, implanted: (B)(6) 2009. Product type: lead, product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer. (B)(4).